Event description:
It was reported that during fixation of the bone flap, the screw that was being placed to fix a straight 16-hole plate, broke. The body of the screw was removed and the position was changed to proceed with the fixation. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.